Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer performed a reset on their own, clearing the alarm and allowing them to successfully resume insulin delivery.